Manufacturer narrative:
Draeger medical received this complaint in november 2010 and deemed it not reportable at that time. This MDR is being submitted in response to a user facility report we just received on october 7, 2011. (B)(4). Draeger completed a thorough investigation of this complaint when the complaint was received in november 2010. There was no patient involvement. It was reported that the unit was being moved from storage. As part of our investigation, the caster was returned to the supplier for a complete analysis. The supplier analysis indicated that the caster had been subjected to some form of impact causing the breakage. Despite our best efforts we were unable to determine an exact root cause of the breakage. This is an isolated incident. A trend analysis was performed and there were no other reports of this problem. There is no action taken by the manufacturer at this time. We will continue to monitor for similar reports of this condition.

Event description:
Caster broke while moving the device from storage spot to patient room. Examination of the wheel indicated that the stud supporting the caster was made of (B)(4) and did not appear to be of sufficient strength to be used on equipment that could be transporting critically ill neonates. Health professional's impression: broken wheel rendered the device unsafe for patient use. (B)(4).